Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported that "after the temporary pacemacer catheter (non arrow product) is passed through our green cath gard, the balloon of the catheter got broken. The physician noted a resistance when inserting into open cath guard." It was reported the device was tested before use and not used on the patient. No patient involvement.

Event description:
Customer reported that "after the temporary pacemacer catheter (non arrow product) is passed through our green cath gard, the balloon of the catheter got broken. The physician noted a resistance when inserting into open cath guard." It was reported the device was tested before use and not used on the patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned three photos for evaluation. Visual inspection of the photos revealed one lidstock and two photos of the cath-gard with catheter. The photo of the lidstock displayed a non-arrow catheter. The other photos did not reveal any defects or anomalies with the cath-gard. The customer returned one psi lidstock for evaluation. The cath-gard was not returned. Visual inspection of the lidstock confirmed the lot number of the complaint. The cath-gard in the reported kit is to be used with a 4-5fr catheter. According to the photos, the catheter being used was a 5 fr catheter, therefore the components are compatible. A device history record review was performed and did not reveal any relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "ensure that double twistlock of catheter contamination shield is fully opened. Insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end." The complaint of a damaged cath-gard was not able to be confirmed through complaint investigation. The customer only returned a product lidstock, no cath-gard was returned. Without the cath-gard to evaluate the complaint could not be confirmed and a root cause could not be established. Teleflex will continue to monitor and trend on complaints of this nature.